Manufacturer narrative:
(B)(4). Device passed displacement test. Unit was cut/open and inspected and found moisture damage at the electronic and motor assembly noted. Unit received with corroded battery tube. Insulin pump received with pillowing keypad overlay. Test reservoir/pcap lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the liquid crystal display and sometime had fog on the inside of the screen. Customer reported that they hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.